Event description:
Subsequent to the initially filed report, the three devices were prostyle devices. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated as additional information was received. The additional devices referenced in b5 are filed under separate medwatch report numbers. Corrections: d4 ¿ lot #: updated from 5060542 to 5061341 d4 ¿ primary UDI number: updated from (B)(4). H4 ¿ device mfg date: updated from 6/5/2025 to 6/13/2025.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, a suture break occurred during plunger removal of the first proglide device. The sutures of a second and third proglide devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. When tightening the knot for both sutures, the entire suture came out of the vessel. The pre-close technique was abandoned and surgical intervention was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.